Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.